Manufacturer narrative:
(B)(4). The customer returned the lidstock, dilator and sheath for evaluation. Visual examination of the returned dilator revealed that the hub was broken and separated, the hub was returned. The point of separation on the dilator was rough and jagged, indicating undue force caused the stretching and breakage. The condition of the separation points appears consistent to that of a stress related break. Overall length of the dilator measured 34.78" which is within the specification limits. The outer diameter measured .126" which is within the specification limits. The inner diameter measured .044" which is within specifications. The returned dilator was advanced through both the proximal and distal ends of the returned sheath. Little to no resistance was observed. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a separated dilator was confirmed through complaint investigation. The dilator body was separated directly adjacent to the hub. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the customer description and the returned sample, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "when the dilatator was removed from the arrow flex the tip ended up in the radiologist hands".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the dilatator was removed from the arrow flex, the tip ended up in the radiologist hands".